Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient commented that their implant battery did not hold a charge very well. Patient mentioned they had spoken to their neurosurgeon about this, who was very transparent with them and said, "these things don't work very well, we know they only last so long, so when you're ready, we can do a spinal fusion on you." Patient said it almost seemed to have started kind of like right after they would say maybe 6-7 months after they got the implant, but even before that, they had already kind of had issues with their implant. Patient confirmed the issue was with the implant not being located by the charger itself. The patient was redirected to their healthcare provider to further address the issue. Agent sent physician listings to patient via email. Patient requested physician listings for where they are currently working out of state.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.